Manufacturer narrative:
Md reported 2007 to davol sales rep in 2009. No sample returned for evaluation. No pt info provided. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
In 2007, the pt underwent endo-luminal vertical gastroplasty procedure. While the md was suturing with the device, the pt began bleeding. The pt required a blood transfusion of 1 unit of blood.